Event description:
It was reported the pt did not have stimulation, and he received errors on his programmer. A replacement wand was sent to the pt. The pt reported he experienced changes in stimulation when moving, as well as when he was not moving. The sjm rep met with the pt and determined the issue had not resolved. The pt was working closely with his physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.